Manufacturer narrative:
The manufacturer is submitting a correction to the initial report submitted on 21 may 2019. The results of the manufacturng and quality records review, completed on 15 may 2019, were included in section h6 but not in the narrative (section h10). As such, please find them hereunder: the manufacturing and material records for the perceval heart valve, model #icv1211, s/n # (B)(6) , as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release.

Manufacturer narrative:
Since the device was discarded, no analysis on the device is possible at this time. However, based on the reported information, the root cause of the event was attributed to the peculiar anatomy of the patient (bicuspid valve, type I). As such, no further investigation is warranted at this time. It should be recognized that the perceval IFU includes a precaution on the use of the perceval valve in patients with congenital bicuspid aortic valve.

Event description:
The manufacturer was informed on this event through the persist database.on (B)(6) 2016, a female patient received a pvs27 in to replace the native (bicuspid sievers type 1) valve. The procedure was performed in mini-sternotomy and no concomitant procedures occurred. The post-implant intraoperative tee showed moderate perivalvular leak (2/4+). It is reported that no stent folding was observed. The pvs27 was consequently explanted and a trifecta 23mm was ultimately implanted. The patient had a good outcome after surgery and was discharged on (B)(6) 2016.based on the site's assessment reported in the database, the perceval failed implant attempt was attributed to the patient's congenital abnormality with the aortic anatomy, that prevented a proper anchoring of valve in the annulus. Pre-operatively, the CT scan showed an aortic annulus mean diameter of 23mm. Intra-operatively, it was recognized that the patient had a bicuspid valve. It is reported that the l (25mm) perceval white sizer obturator pass through the annulus. No intra-operative echo is available for review, and the pvs27 was discarded after the explant.

Manufacturer narrative:
Device evaluated by MFR: device not returned.

Event description:
The manufacturer was informed on this event through the (B)(6) database. On (B)(6) 2016, a female patient received a pvs27 in to replace the native (bicuspid sievers type 1) valve. The procedure was performed in mini-sternotomy and no concomitant procedures occurred. The post-implant intraoperative tee showed moderate perivalvular leak (2/4+). It is reported that no stent folding was observed. The pvs27 was consequently explanted and a trifecta 23mm was ultimately implanted. The patient had a good outcome after surgery and was discharged on (B)(6) 2016. Based on the site's assessment reported in the database, the perceval explant was attributed to the patient's congenital abnormality with the aortic anatomy, that prevents a proper anchoring of valve in the annulus. Pre-operatively, the CT scan showed an aortic annulus mean diameter of 23mm. Intra-operatively, the l (25mm) perceval white sizer obturator pass through the annulus.